Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011. The fse indicated that the leak was due to a sensor error at the shuttle. Repairs per established procedures were verified and results meet published performance specifications.

Event description:
A customer contacted beckman coulter inc, (bci) indicating that coulter lh 750 slidemaker was leaking blood onto to the bottom right tray. The customer was wearing personal protective equipment (ppe) at the time of the event. There was no report of death or injury and no one required medical attention. No exposure to open wounds or mucous membranes has been reported.